Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer was having issues with their reservoirs. The reservoir had air bubbles. The customer's blood glucose was 157mg/dl. Customer stated the pup was not rewound with a reservoir in place. Customer stated the transfer guard seems like the connection is looser than it used to be.